Event description:
The customer received a blood glucose reading on the contour next ez that was approximately 20-30mg/dl higher than on the hospital meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Product was not replaced.